Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient previously experienced syncope and shortness of breath due to pacemaker syndrome. The patient was previously in chronic atrial fibrillation and now had sinus rhythm. The patient presented on (B)(6) 2018 for pulse generator replacement procedure. The device was explanted and upgraded. The patient was stable post procedure.